Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump sustained a cracked screen after being dropped on a restroom floor, and a replacement ilet was shipped while the original was requested for return. Symptoms included no adverse clinical effects, as blood glucose was reported as not affected and the user used a prior pump to maintain glucose control. Outcomes included no injury, no hospitalization, and continued diabetes therapy using an alternative pump. Investigation included device history and complaint record review and collection of return status, with one of the reported damaged devices subsequently received for evaluation. Investigation of this device revealed a user-induced mechanical damage event to the display assembly consistent with accidental impact, with no indication of device alarms or functional failure affecting therapy. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage due to accidental drop.